Event description:
Reference MFR. Report number: 3006705815-2019-01580.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-01580. It was reported that patient underwent surgical intervention wherein the leads were revised (moved) to obtain better coverage for patient's pain. Post -operatively issue resolved.